Event description:
Dealer stated that the right motor on a (B)(4) power chair is locking up. When the chair locked up it allegedly threw the end user out of the chair. User sustained some scrapes on his face, knees, and possibly elbow.